Event description:
(B)(4). On (B)(6) 2008, I made the decision to get essure. I was (B)(6) with 3 kids I thought it was right for me. The first few weeks were fine. Nothing out of the ordinary. I want to say about 26 days after I lost a huge ball of rubbery stuff as discharge. I called my dr immediately and he said it wasn't the essure because it was nickel could not be rubber! But didn't seem to care that something came out of me. A week after that I started getting severe lower abdominal pain where I'd be in the derek position for about an hour. My stomach would bloat so bad I looked pregnant but after a few hours it goes down! I eventually went to the e.r. Because the pain was so bad and they said I was very inflamed and if they knew what essure was they'd be able to tell me if that was the cause but since they didn't they left it at a 50 50. They also told me I could be allergic to the items in my body and to see my gyno. My insurance was cancelled and of course they wouldn't see me. Fast forward 7 years later ,still horrible cramps but now I have vaginal pressure horrible and irregular periods to the point I miss work. I've gained 15 lbs that I can't get rid of. I have depression and no energy and I'm (B)(6). I just want my old life before essure back! These should not be legal and they need to be stopped!! No one should have to go through the pain I experience and a daily basis! Sex hurts being outside is miserable! Someone please help us!